Event description:
It was reported that 8 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilling. The following information was provided by the initial reporter: "during use, the customer found 8ea tubes have low draw issue. Pic attached. 8ea actual samples will be returned."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilling. The following information was provided by the initial reporter: "during use, the customer found 8ea tubes have low draw issue. 8ea actual samples will be returned."